Event description:
(B)(4). Cramping, sharp pelvic pain, cysts, hot flashes, dysplasia, night sweats, painful periods, incontinence, stabbing in vagina area, breast pain, muscle spasms, nausea, all over body pain, numbness, mood swings, paresthesia, nerve pain and damage, tremors and shakes, autoimmune disorder, bruising, can't think, anxiety, depression, vision issues and insomnia.